Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Distal tip of pedicle feeler broke when surgeon was palpating the pedicle walls. Distal tip fragment was retrieved. No fragments left in the patient. Was surgery delayed due to the reported event? No. Was procedure successfully completed? Yes. Were fragments generated? Yes. If yes, were they removed easily without additional intervention? Yes. Patient status/ outcome / consequences: no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study: unknown.

Manufacturer narrative:
Product complaint # :(B)(4). Additional information: concomitant medical products.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination of the returned device found the distal tip of the device was broken as evidenced by shear marks on the front face of the probe. No fragments were returned. The curved probe was bent in multiple places as well. The handle of the device had surface scratches and had a sticky residue that appears to have come from tape. A manufacturing related potential cause was not suspected, therefore, no manufacturing record evaluation is required. The complaint was confirmed as the device was both bent and broken. Although no definitive root-cause can be determined, it is possible that the device experienced unintended forces while in use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review.